Event description:
The user reported that he couldn't hear after hitting his head on a bar at work a few days ago. There was some swelling over the implant area. But there was no redness over the implant area. Re-implantation will take place but no date has been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. In addition, in situ measurements show one channel with hi status before the reported head trauma due to undetermined reasons. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user reported that he couldn't hear after hitting his head on a bar at work a few days ago. There was some swelling over the implant area, but no redness over the implant area. The user has been re-implanted.